Manufacturer narrative:
H6: investigation summary photo received for investigation, upon visual inspection it can be observed the plunger is not correctly assembled to the plunger. No molding or other defects have been noticed. A device history review was performed for lot 2003208, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause of the non-conformance is related with a misalignment of plunger-stopper-barrel in the assembly station. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Event description:
It was reported when using the syringe 60ml e/t the stopper was defective/deformed. The following information was provided by the initial reporter. The customer stated: "the stopper is deformed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 60ml e/t the stopper was defective/deformed. The following information was provided by the initial reporter. The customer stated: "the stopper is deformed."